Event description:
During surgical placement of instrumentation (1) MFR: danek/tsrh rod and (2) MFR: stuart/catrell dc plates in the spinal area, e.p. Machine experienced a loss of signal. Subsequently, patient was awakened to test neurological response. Found lower bilateral legs compromised. Hardware removed. Continued loss of sensation bilateral lower limbsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.